Manufacturer narrative:
Exemption number e2017017. (B)(4).

Event description:
It was reported to siemens that a (B)(6) patient was reimaged and received additional contrast media while under anesthesia. During the clinical procedure, the radiologist made the decision to rescan the patient prior to the completion of reconstruction. This resulted in dose repetition of x-ray and omnipaque as well as additional anesthesia. There is no report of system malfunction and there is no report of impact to the state of health of the patient involved.